Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation; however, during inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Initial reporter city: sakai city osaka prefecture 5918025.

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation; however, during inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and the balloon. There was blood in the inflation lumen and the balloon was loosely folded. At 2mm distal from the proximal waist of the balloon, for a length of 11mm, there was a longitudinal tear in the balloon. Product analysis confirmed the reported burst, as there was a longitudinal tear in the balloon.